Event description:
When the iab was inserted into the pt with a sheath and guidewire in place, blood came out of the white hemostasis valve. Iabp continued without further problems. No add'l info was available from the contact. Event complications: unk-reported 10/14/96. Pt's current status: unk-rpt'd 10/14/96.